Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 2.7, 10.7 and 15.7 mmol/l within 10 minutes. All test were performed on the forearm. The results when plotted on a parkes error grid fell into te "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.